Manufacturer narrative:
(B)(4). Concomitant medical devices: articular surface with hinge post extension screw enclosed do not discard size d 12 mm height catalog#: 00588004012 lot#: 61460058. Stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog#: 00598801215 lot#: 61736069. Headed screw 48 mm length catalog#: 00579104100 lot#: 61709196. Headed screw 48 mm length catalog#: 00579104100 lot#: 61715162. Headless screw 48 mm length catalog#: 00579104200 lot#: 61501839. Headless screw 48 mm length catalog#: 00579104200 lot#: 61646560. Tibial component precoat nonmodular size 3 catalog#: 00588000302 lot#: 61718628. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately eleven years post-implantation due to femoral loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Proposed component code mechanical g4- femur reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.